Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: fg emerge mr, ous 2.00mm x 20mm catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination identified a midshaft kink just proximal from the port exchange. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. Tip showed no signs of tip damage.

Event description:
It was reported that shaft break occurred. The patient was undergoing an angioplasty procedure. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. During the procedure, the balloon was fractured. The device was removed, and a different device was used to complete the procedure. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The patient was undergoing an angioplasty procedure. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. During the procedure, the balloon was fractured. The device was removed, and a different device was used to complete the procedure. No patient complications were reported, and the patient was stable post-procedure.